Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), updated the backlight inverter pcb, and uploaded the software to the latest revision to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators display became blank. There was no patient involvement.